Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the rotawire was fractured and only 324cm was returned for analysis. The device body had a kink proximal of the fractured end. The distal tip was detached and not returned for analysis. Dimensional inspection of the overall length and outer diameter (od) of the device could not be performed due to device condition. The od of the middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR: 2134265-2018-01182. Reportable based on device analysis completed on 05-apr-2018. A 330cm rotawire¿ was received with the rotalink¿ burr of MDR ID 2134265-2018-01182. There were no reported issues against the wire. However, device analysis revealed that the rotawire was fractured and only 324cm was returned. It was further reported on (B)(6) 2018 that the distal tip of the rotawire became detached and was left inside the patient's body. Furthermore, the detached tip was later removed after patient underwent surgery. No further patient complications were reported and patient's status was fine.

Manufacturer narrative:
Updated method codes. (B)(4).

Event description:
Same case as MDR: 2134265-2018-01182. Reportable based on device analysis completed on 05-apr-2018. A 330cm rotawire¿ was received with the rotalink¿ burr of MDR ID 2134265-2018-01182. There were no reported issues against the wire. However, device analysis revealed that the rotawire was fractured and only 324cm was returned. It was further reported on 08-apr-2018 that the distal tip of the rotawire became detached and was left inside the patient's body. Furthermore, the detached tip was later removed after patient underwent surgery. No further patient complications were reported and patient's status was fine.